Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit had a system error due to water splashing. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: 6700965. A getinge field service engineer (fse) explained that water splashed during use, then a system error occurred operating time: 1,400 hours, 7,200kc. Symptom verification> disassemble and check if there is moisture inside the device, no moisture inside the device. Running test conducted, no abnormality in driving.